Manufacturer narrative:
The t:slim x2 basal iq user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 50 mg/dl. Customer's bg was 350 m/dl upon arrival to the ER. The customer was treated with an intravenous fluid drip and a CT scan was performed, and was released from the ER 7 hours later. Upon being released from the ER customer¿s bg level was 202 mg/dl, and customer was "okay." During troubleshooting with tandem technical support, it was determined that the cause of the low bg was due to the customer accidentally adjusting the basal rate from 0.375 units/hr to 3.75 units/hr. Reportedly, the customer adjusted the settings to address the issue.